Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The customer has a broken weld on one of the cs7 beds on the lower deck section.